Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at approximately 300mg/dl. The customer attempted treating via correction boluses, however bg levels continued to be high throughout the night. Customer's contact indicated that they have been in talks with the customer's healthcare provider (hcp), and are looking to make modifications to the pump settings at an upcoming appointment. Tandem's technical support will also have a field representative assist the customer further with any additional changes to their pump settings.